Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the pump powers to a blank display screen. Investigators opened the pump and moisture was found throughout pump casing including transceiver board and force sensor pins. Multiple loss of prime warnings eaw 162 observed in the black box with low non zero and zero force. Investigators were unable to verify steps due to blank display. The battery compartment cracked from case seal traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.